Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the distance to successfully interrogate the device with radio frequency (rf) telemetry had decreased. Technical support was contacted and a firmware download was performed, however, the distance for successful interrogation did not change. It was recommended that the monitoring transmitter by placed closer to the patient. The patient was in stable condition.